Event description:
On (B)(6) 2012, the distributor contacted animas alleging that on (B)(6) 2012 the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, it was noted during investigation that there was no auditory sound when the pump was powered on. All auditory settings were set to "high" and were tested; there were no sounds during testing. Investigation revealed the piezo contact pins were misaligned. The audible tone malfunction is not likely to cause an adverse event because the vibration alarm mechanism still functions and will still alert the user should the pump emit an alarm. .